Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump is no longer working. The pump is squirting our insulin during manual prime process. Customer was unable to exit the preparing to prime loop. The customer's blood glucose was 318mg/dl. The customer has a backup plan. The customer was advised the insulin pump will replaced and revert to back up plan.